Event description:
It was reported that balloon rupture occurred. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.